Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer site and determined that the unit did fail to meet specifications. During the device evaluation, the fse found an issue with the flow sensor caused by ventilator inoperable and a faulty battery. The top cover had a minor crack. The fse replaced the power management (pm) board, gas delivery system, and battery. The top cover was replaced because it had a minor crack. A complete preventive maintenance test was conducted, and the device was confirmed to be working within the specifications and was returned to use. The gds (assy, manifold, gds) was returned for failure investigation (fi). Visual inspection of the returned gds identified no anomalies. The fi testing verified the customer complaint. Vent inop condition was not reproduced during this testing, but the gds did not meet specifications. The root cause was a failure of the airflow sensor caused by u1 drifting out of calibration. The pm board and battery were not received for failure investigation. Multiple attempts were made to follow up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13aug2020.

Event description:
It was reported to philips that the device was not switching on. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.